Event description:
Patient's cadd legacy, serial number, (B)(4), malfunctioned, patient was using this pump and it started to alarm. It gave an error code of no disposable clamp tubing. Patient said she checked to make sure the reservoir was properly attached and that there were no kinks in the tubing. Patient switched pumps. She wants the pump replaced. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Patient was able to switch pumps with no issue. Is the actual device is available to be returned for investigation. Yes, pump will be sent back. Did we replace device: yes. Psr is setting up delivery for replacement. No other information known. Dose or amount: 62nkm. Frequency: continuously. Route: intravenously. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.